Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose over 500 mg/dl, with no symptoms. During troubleshooting, customer support found that the bolus totals do not match (>5% different). This complaint is being reported as the discrepancy was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (b)(9) 2015 with the following findings: unable to duplicate the complaint.the last basal delivery and the last bolus delivery were on (B)(6) 2015. On (B)(6) 2015 16:36 a power on reset event occurred; deliveries never resumed. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported event.. Successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. The display screen has a pinkish contrast.. Keypad is peeling up at the ok key. All keys are fully responding to presses. Removed the keypad cover; no contamination was found under the key contacts. Returned battery cap has stripped threads; test cap used for testing.